Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that following impella cp implant, the patient developed a large hematoma at their impella site. Manual pressure and femstop were utilized to achieve hemostasis, however the patient's urine had become brown in color. Due to the risk of hemolysis, the pump was explanted and the patient was escalated to impella 5.5 support. The patient survived the event.

Manufacturer narrative:
The returned compliant cp device visually inspected. Dried blood observed inside cannula. No biomaterial observed. No broken bladed or sharp edge found. Clinical stated: patient had multiple system organ failure and coagulopathy conditions. Also he the patient had a large hematoma to impella site and hematoma to right radial site. Echo showed depth of 6+cm, impella was pulled back to a final position 4.9cm, d/t ectopy and the catheter not appearing to be stable decision was made not to pull back any further for fear of it popping out of the lv. The root cause of the hemolysis issue most likely was patient condition related since the patient had multiple system organ failure. E4 should have been left blank on manufacturer device report 1220648-2025-25476.